Manufacturer narrative:
The reagent lot number is (B)(4) and the expiration date is 31-aug-2024. Calibration was last performed on (B)(6) 2024. The qc recovery data provided was acceptable. The alarm trace did not contain a conspicuous event. The field service engineer (fse) found that the sample probe was bent and replaced it, the gear pump had low pressure and adjusted it, and a broken degasser. The fse ordered a new degasser, performed an air purge, and performed mechanical checks. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable crep2 creatinine plus ver.2 results for 3 patient plasma samples on a cobas 4000 c311 stand alone system. The customer questioned the initial results as they did not match the patients' previous results. On (B)(6) 2024, sample 1 had an initial crep2 result of 3.4 mg/dl. The sample was repeated and the result was 1.1 mg/dl. On (B)(6) 2024, sample 2 had an initial crep2 result of 2.6 mg/dl. The sample was repeated and the result was 1.15 mg/dl. On (B)(6) 2024, sample 3 had an initial crep2 result of 5.60 mg/dl. The sample was repeated and the result was 1.10 mg/dl. No questionable results were reported outside of the laboratory.